Event description:
The nurse noticed pa pressure stopped showing and checked the line, and noticed pa line tube detached from lure. There was no patient harm.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually inspected the returned sample and confirmed the tube had detached from planecta assembly. The device history could not be reviewed as the lot number is unknown. Conclusions - a review of the manufacturing process showed that kit assembly goes through 100 percent visual inspection, flow and leakage test for defective devices during the manufacturing process and sampling visual, flow and leakage inspection for defective device during the in process inspection. The engineer concluded that the defect is due to the defective planecta assembly and was not detected during incoming and outgoing sampling inspection. (B)(4)